Event description:
It was reported that during a breast examination on the mammomat inspiration system the unit failed due to a defective footswitch. The tech pressed the emergency release button but did not have enough strength to activate the button and was unable to release compression. The tech had to leave the compressed patient in the exam room and get help from her colleagues to release the patient. As a result the patient complained of a sore breast but no medical intervention was required.

Manufacturer narrative:
The reported footswitch was exchanged at this facility and the replaced part was sent to the factory for further investigation. It is yet unclear why the user was unable to press the emergency release button. The investigation is on-going. Maximum compression force applied by the motor is 200n. Pressing emergency button will immediately stop all device movement. Force to press the emergency mechanical release button on top of the compression unit is specified with a maximum value of 100n, depending on the applied compression force. Chapter "system overview", page 8, in the operator manual (spb7-330.620.01.02.02) describes manual release of compression. An addendum to the operator manual (xpw7-330.621.02.01.02) describing in detail use of the emergency mechanical release was distributed with update instruction xp043/12/p. (B)(6).